Manufacturer narrative:
Continued: this model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model eg38-j10ut-us available in the united states with a 510k number k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. During reprocessing it was noticed that the primary channel was blocked and wouldn't process in the machine(aer) involving pentax medical video ultrasound gastroscope model eg38-j10ut, serial number (B)(4). It is unknown when the channel became blocked. The device has not yet been received for inspection so it is also unknown what was causing the blockage. There was no adverse event reported with this complaint. No additional information was provided. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found the suction tube twisted/kinked confirming the customer complaint and also documented the following inspection findings: passed wet leak test, ultrasound connector cable dent/ crush, air/ water nozzle clogged, bending rubber glue pinhole, passed dry leak test, right angulation decreased, eus cable single/ long bump at us connector root brace, air/ water socket o-ring chipped, right /left angulation knob play, left angulation decreased. The technician did not find and stuck accessories or broken accessories stuck inside the endoscope channels. The device underwent repairs including the following components: o-rings and seals, suction channel lg, air/water nozzle. The endoscope is pending repairs and approved by final qc as of 26-oct-2021. This is the first time pentax model eg38-j10ut, serial number (B)(4) has not been previously returned for serviced at a pentax facility since the device was put into service.